Manufacturer narrative:
(B)(4). Evaluation, conclusions: known inherent risk of a procedure (endoleak). (B)(4).

Event description:
It was reported that the patient was previously treated with another manufacturer¿s stent graft for an aaa approximately 3 years ago. That stent graft developed a proximal type I endoleak. The current diameter of the proximal aortic neck is 21 mm. The physician treated the endoleak with an endurant 25x25x49 cuff. After implanting the cuff, the physician made three attempts to obtain a proximal seal by modeling with a balloon. The endoleak did not fully resolve. No additional clinical sequelae were reported, and the patient is fine.